Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of ¿defective locking mechanism¿ with the incident lot was not observed. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. No broken units were observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product root cause: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified conclusion: based on evaluation of the customer samples that were received, the customer¿s indicated failure mode of ¿defective locking mechanism¿ with the incident lot was not observed. Upon inspection and testing of the customer samples, all samples met the required specifications. However, further investigation activities are being conducted relating to this product issue. (B)(4).

Event description:
It was reported that before use, the safety shield closed to the side of needle and didn't cover needle of the bd eclipse¿ blood collection needle with luer adapter . There was no report of injury or medical interventions.